Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that bovie burns were noted on the pocket area after implant procedure on (B)(6) 2019. The patient was treated with antibiotics. On (B)(6) 2019, infection was noted. The system was explanted on (B)(6) 2019. The patient was discharged. Related manufacturer reference number: 2017865-2019-17642, 2017865-2019-17643.